Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six months post initial right tsa, the 66 y/o male patient was revised due to pain in his shoulder. Prior to surgery, patient had a +5 tray, +0mm constrained liner and 42mm glenosphere. Patient glenosphere was exchanged for a 38mm lateralized glenosphere and a +5mm tray with a +0mm constrained liner. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation as hospital doesn't release implants.

Manufacturer narrative:
After further review of additional information received the following sections b5, d1, d4, d10, g3, g4, g6, h2 and h4 have been updated accordingly. Section b5, d10: additional information received indicates that here are all the parts that were removed during the case. - eq rev locking screw (cat# 320-15-05 / serial# (B)(6). - equinoxe reverse 42mm humeral liner +0 (cat# 320-42-00 / serial# (B)(6). - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6). - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, g the revision reported was likely the result of pain as reported. A secondary finding was prosthesis wear noted on the humeral liner, which is likely the result of impingement with the scapula. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.